Event description:
Customer reported that pump alarm 20 occurred during insulin pumping, and the issue did not cause the customer's blood glucose to exceed 500 mg/dl. Customer was unable to successfully resume insulin therapy due to recurring cartridge alarm despite assistance from technical support in loading a new cartridge. Technical support decided to replace the pump within warranty, providing a replacement pump and backup therapy instructions to the customer.